Event description:
It was reported that the customer was hospitalized due to diabetic hyperglycemia. The customer's blood glucose reading was over 600 mg/dl at the time of the event. Troubleshooting was performed. The time was one hour off, so the caller was assisted with correcting it. The caller stated that the customer would call back to complete troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.